Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found no damage was noted on the device and the components were able to be assembled securely without issue. The device also passed leak testing, confirming the components were securely assembled. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
A1: patient identifier - requested, not provided a2: age & date of birth - requested, not provided a3: patient sex - requested, not provided weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the the r2p destination sl hemostatic valve was already loosened. When the guiding sheath was taken out of the package, the screw at the hub was already loosened. The screw was therefore tightened before use. During flush using contrast media, however, contrast media spouted from the loosened screw or the hemostatic valve and splashed the physician. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. The procedure was successfully completed. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices or equipment used with the reported product.